Event description:
After implanting the fabric for a carotid endarterectomy, it leaked blood (quantity through the patch was reported as approx 1.5 liters over a period of 1.5 hrs) throughout its surface, extending the procedure an extra 1.5 hrs. The bleeding was subsequently stopped with thrombin and gelfoam. The patch was left in. The pt's hemoglobin was reported to have dropped from 110 to 69, resulting in a myocardial infarction, and requiring two units of blood to be administered. The pt's post operative condition is ok.